Event description:
This report is to advise of an event observed during analysis confirming exposed and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed frayed/exposed wiring of the power extension cable. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. The unit powered on successfully with returned power supply directly connected to the back of the unit. No software malfunctions or anomalies were observed. Patient data backup performed without errors using returned gsm modem. Unit passed all portions of diagnostic. Root cause determined to be a frayed/exposed right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.